Event description:
The customer claims the unit does not alarm when the sensor pad is plugged in. The alarm works using the magnet. The alarm was tested using different sensor pads, which work with other alarms. No patient injury reported.

Manufacturer narrative:
(B) (4). Evaluation of the returned product shows the alarm functions tested okay for the sensor and magnet. The alarm unit rj-11 pins and battery springs are bent. (B) (4).